Event description:
Additional information received reported that the healthcare professional (hcp) wanted to wrap the pump in a hemostatic agent to pre vent bleeding, as the patient had a propensity to bleed. It was noted that the patient previous pump was explanted due to issues with bleeding. There was concerned about the interaction with the silicone and the effect the wrap would have on the refilling process.

Event description:
It was reported that the patient had experienced redness, swelling and pain at the pocket site. Healthcare provider (hcp) thought there might be infection at the pocket, and tried a course of antibiotics. The antibiotics did not alleviate any of the patient's symptoms, so they explanted the device. At the time of explant, hcp observed a clot in the pocket and thought that was creating her symptoms. The catheter was left in place as they only wanted to explant the pump. It was added that the patient was getting good pain relief from the pump before explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk.